Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had exposed cables due to the broken rubber casing during surgery. No injury or medical intervention occurred. There is no additional information provided.